Event description:
It was reported that the ht connect 250t guide wire was unable to cross the very calcified anatomy in the chronic total occlusion in the superficial femoral artery. Resistance was met and the tip separated from the guide wire. No attempt was made to snare out the tip as it appeared embedded in the calcified lesion. A non-abbott guide wire was able to cross the lesion. A stent was implanted over the separated tip. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device evaluation completed and attached.

Event description:
It was reported that the ht connect 250t guide wire was unable to cross the very calcified anatomy in the chronic total occlusion in the superficial femoral artery. Resistance was met and the tip separated from the guide wire. No attempt was made to snare out the tip as it appeared embedded in the calcified lesion. A non-abbott guide wire was able to cross the lesion. A stent was implanted over the separated tip. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.